Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the sigmoid colon during an endoscopic submucosal dissection (esd) closing procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with its arms opened. The clip assembly was partially attached to the device and it was possible to observe that the control wire was detached from the yoke. Microscope examination was performed, and it was confirmed under high magnification that the device did not have the clip wings in the capsule windows and the handle was activated. The device was disassembled for further analysis; it was noted that the bushing had some marks in its hooks and the capsule locking tabs appeared damaged. Additionally, x-ray analysis was performed, and it was confirmed that the device did not have the control wire attached to the yoke and the clip assembly was not detached. A dimensional examination was performed on the control wire to further analyze the deployment issue, and the length was confirmed to be within specification. A further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. A dimensional analysis was also performed on the flattening wire, and it was confirmed to be within specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the sigmoid colon during an endoscopic submucosal dissection (esd) closing procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.